Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect(s) reported by the customer has/have been verified and repaired using the measures listed in the "proof of repair". The following repair activities performed accessories checked, damaged psu board replaced, functional test acc. To test procedure completed, by built-in-test (bite) indicated fault codes analysed, unit cleaned, unit calibrated newly, functional test performed, 1hr.- output power test completed, electrical safety test acc. To iec 60601-1 completed, and safety test checklist enclosed. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review part number: 225021 . Supplier lot number: 1122697. Release to warehouse date: 12/2/11. Manufacturing date: 12/1/11. Expiration date: n/a. Supplier: (B)(4). Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported by the biomed that during a unknown procedure the device has shown error 200-14. It was impossible to use it, even after switch off/on. Another device but not vapr was used to complete the case. No patient consequences